Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle broke off during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the nurse administered an infusion to the patient. During the process of indwelling, the puncture was successful with good return of blood. After withdrawing the needle core, the nurse found that the core was incomplete and examined it to find that the front end of the core was broken off in the vessel and not completely withdrawn from the catheter. The catheter was immediately removed from the patient. The catheter is inspected and part of the core is still in the catheter. After explaining to the patient, the catheter was replaced and punctured again. The patient was unhappy with this symmetry. This incident resulted in the patient re-puncturing the vessel and increasing the patient's pain. During this incident, the nurse carefully inspected the needle core. If the nurse did not find that the needle core was incomplete, the patient continued the injection. The needle core would have swum into the vessel and the consequences would have been catastrophic."

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of needle broken were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qns or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system needle broke off during use. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the nurse administered an infusion to the patient. During the process of indwelling, the puncture was successful with good return of blood. After withdrawing the needle core, the nurse found that the core was incomplete and examined it to find that the front end of the core was broken off in the vessel and not completely withdrawn from the catheter. The catheter was immediately removed from the patient. The catheter is inspected and part of the core is still in the catheter. After explaining to the patient, the catheter was replaced and punctured again. The patient was unhappy with this symmetry. This incident resulted in the patient re-puncturing the vessel and increasing the patient's pain. During this incident, the nurse carefully inspected the needle core. If the nurse did not find that the needle core was incomplete, the patient continued the injection. The needle core would have swum into the vessel and the consequences would have been catastrophic."